Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during an open low anterior resection procedure, the device was fired without reinforcement material. The indicator had been about quarter of the green range of gap setting scale before firing. The device was not fired across the hard objects except echelon staple line at the firing. The washers crunch and the feel when the trigger grasped completely. There were difficulties in firing and removing the device from the patient. The doctor did not confirm the staple formation after the firing as there were no problems with the donut form and leak test. The procedure was completed without additional suture. Seven hours post-op of the original open low anterior resection, there was intestine content confirmed from the drain. Reoperation was performed. The anastomosis site of the posterior wall was not stapled, staples were very badly formed. Additional suture was performed and temporarily colostomy was created to complete the case. The doctor commented that the cancer was growing and the tissue developed edema. The patient is stable now.